Event description:
Medical graphics corp's (mgc) "qa/ra" mgr, contacted scott medical products' quality engineer to report a problem with a calibration gas standard. Based on an equipment service call at the user facility, mgc had determined that a calibration gas standard, lot no. 116617, was defective. The calibration gas standard was labeled as 21% oxygen, however it was determined to be approximately 19.7% oxygen. Mgc was called to service the cardio2 equipment (cardiopulmonary exercise system) because the pulmonary group believed that it was not providing correct vo2 values. Smp analyzed a cylinder from the same manufacturing lot and confirmed the value of the oxygen concentration to be approx 19.7%. Mgc completed experiments to determine the impact of using the 19.7% oxygen calibration gas on the vo2 values. Mgc found the values of the vo2 to be approx 21% higher than the "true" value.